Manufacturer narrative:
This report is submitted on august 22, 2018. (B)(4).

Event description:
Per the clinic, the patient developed an infection at the abutment site and subsequently was administered topical antibiotics. The patient is being clinically managed by the health care provider.

Manufacturer narrative:
This report is filed on may 18, 2018.(B)(4).

Manufacturer narrative:
Per the clinic, the magnet was explanted on (B)(6) 2018. It is unknown if the patient will be reimplanted as of the date of this report. This report is submitted on september 26, 2018.